Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient changed stimulation to 6.2v. In the mean time after changing stimulation to 6.2, she got "horrendous jolts of power in my left leg". She could do nothing about the jolts except try moving and getting into a position where she didn't have the jolts. This morning she turned stimulation down to 5.7v and asked how far down should she go where she still got stimulation in her legs. She thought she better call because "its about driving me crazy" and wondered why the jolts were just in her left leg and not right leg. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she turned down the intensity and the jolts stopped. No further complications were reported.